Event description:
It was reported that this right ventricular (rv) lead was suspected to be perforated, which was later on, it was confirmed through x-rays. The lead also presented complete loss of capture. After that, the lead was surgically abandoned and an existing lead was reconnected. No additional adverse patient effects were reported.